Event description:
Initial result for a patient testosterone was 129.4 ng/dl. When repeated on analyzer, the results were 52 ng/dl and 1770 ng/dl. The correct result was not used to guide treatment. No sample was available for additional testing and account felt the issue was a sample processing issue.